Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative screw back-out is unknown. This report is for one (1) unknown locking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was initially implanted with a proximal lateral tibial plate and unknown number of locking screws on (B)(6) 2017. Post-operatively, on an unknown date it was identified that a locking screw had backed out of the proximal lateral tibial plate. During implantation, the correct torque limiter was used. A second surgery was performed on (B)(6) 20, 2017 to remove the locking screw. Patient outcome reported as okay. Concomitant device reported: tibial plate (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR information was inadvertently reported on initial medwatch; however part and lot number is not provided for this compliant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.